Manufacturer narrative:
The customer's complaint of an intermittent and inaccurate patient temperature displayed on the monitor of the thermogard console sn (B)(6) was confirmed in the system's event log data and during functional testing. The root cause of the reported issue was the malfunctioning t1/t2 connector block, likely due to failed component(s). During visual inspection, no physical damage was observed on the thermogard console. The system's event log files revealed that the t1 temperature probe was disconnected, followed by the console displaying a "primary probe (t1) disconnected" message. This confirms the customer's reported complaint that the console's monitor intermittently showed inaccurate patient temperatures and sometimes did not show any patient temperature. During functional testing, the console with tp-400 temperature simulator was set to 37 °c. After about 1 hour of console runtime, the "primary probe (t1) disconnected" message appeared, confirming the customer's reported complaint. The temperature on the monitor displayed a lower value of 35 °c. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
During ivtm therapy, the customer observed that the patient temperature displayed on the monitor of the thermogard xp ivtm system (sn (B)(6) was inaccurate. The patient temperature displayed on the monitor was lower than the patient temperature of 36 °c, measured by a bard bladder temperature probe. Sometimes, the difference between the patient temperature and the temperature displayed on the console's monitor was more than 10 °c. Sometimes, there was no temperature displayed on the monitor. The temperature probe cable was replaced, but the issue wasn't resolved. The zoll temperature cable was replaced, and the treatment was continued and completed. No patient injury was reported. According to the azm sales representative, a few months after the customer purchased the thermogard console, they have been experiencing the same problem. The issue was temporarily resolved after replacing the cable and urinary catheter but later would recurred.